Event description:
The company was made aware that the pt's electrode array migrated out of the cochlea. Repositioning surgery to correct the placement of the electrode occurred on (B)(6) 2011. X-rays taken after the repositioning surgery revealed that the electrode was completely out of the cochlea. The pt's device was subsequently explanted on (B)(6) 2011. The pt was implanted in the contralateral ear.